Manufacturer narrative:
One empty inserter/retractor component and five used infusion sites were returned for evaluation. The five used infusion sites were examined; the examination showed three of the infusion sites were missing the adhesive layer underneath the sites. A potential cause for the missing adhesive is the adhesive became stuck in the inserter's cap upon opening the component; however, as the caps were not returned for investigation, this could not be verified. The investigation could not definitely establish the cause of the issue (detached during use). The manufacturing facility performed a device history review of the lot number reported (75x077): the review showed no deviations or abnormalities related to the reported issue. At this time no corrective action has been identified.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care user that the device was in use for several hours when the adhesive became detached and infusion had been interrupted. No adverse effects to patient were reported.